Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was continued non-physiologic noise or an artifact present on the marker channels.

Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The ra lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead was reprogrammed. It was further reported that oversensing of noise was observed again on the ra lead and the right ventricular (rv) lead. Both leads are being monitored remotely and remain in use.